Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing a calibration for an error 80 (non recoverable system error) (expected 6 and actual 32). A check of the diagnostics showed that the chiller tank was below 10c. Biomed discussed this was indicative of a failed mixing pump. Biomed stated that they would discussed repair options with management.

Event description:
It was reported that the arctic sun device was failing a calibration for an error 80 (non recoverable system error) (expected 6 and actual 32). A check of the diagnostics showed that the chiller tank was below 10c. Biomed discussed this was indicative of a failed mixing pump. Biomed stated that they would discussed repair options with management.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing a calibration for an error 80 (non recoverable system error) (expected 6 and actual 32). A check of the diagnostics showed that the chiller tank was below 10c. Biomed discussed this was indicative of a failed mixing pump. Biomed stated that they would discussed repair options with management.